Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with episodes of post-sensed t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that new episodes of post-sensed t-wave oversensing were noted. Programming changes were recommended.